Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer was contacted for additional information to assist in the investigation. The customer stated the patient was being moved from the stretcher to the ambulance when the reported error occured. The customer was unable to confirm if the air take vent was inadvertently blocked or if the oxygen source was replaced which may have caused report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued an unknown fault message, inappropriately shut down and would not power back on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.